Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: the bolus button cover is torn but responsive and the display is dim/fading/reddish.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and a torn but responsive bolus button cover. This report is made based on the results of an investigation completed on (B)(4) 2014.